Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. It was observed the patient's implantable cardioverter defibrillator was oversensing p-waves. The patient's device was reprogrammed, but the oversensing was still occuring. The patient experienced no adverse consequences related to this event.